Event description:
It was reported that several inappropriate shocks were delivered about 101 months after the implantation. The lead was deactivated, and a new one was implanted.

Manufacturer narrative:
Till today, the medical product is not available for analysis and could therefore not be examined itself. The information you provided was analyzed. The available iegm episodes confirm the interference signals in the rv channel reported in the complaint text, which led to shock deliveries. In the status report from (B)(6) 2016, the mentioned lead impedance value of 836 ohm is listed. Despite the available data, no conclusive evaluation of the defect cause can be done because this would require examining the lead itself. If any additional relevant information or the product itself should become available, please send these to us also. The incident will then be updated accordingly.